Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. The patient reported via email to the dexcom territory business manager (tbm) that on (B)(6) 2025 she went to the emergency room (ER) for diabetic ketoacidosis (dka) after her dexcom device indicated low glucose levels for six hours. There was no documentation of further medical evaluation or intervention. Attempts to contact the patient for additional event details were reportedly unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.